Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate the patient (age & gender unknown) the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired. Please reference medwatch report 1220908-2016-00467 for the 2nd device in this patient event.

Manufacturer narrative:
The device was returned to zoll with the event electrode pads. Based on the available evidence it does not appear that the reported event was related to a device malfunction. Instead the issue may have been related to electrode application or poor contact between electrodes and patient skin. This is confirmed by the presence of hair, blood, and scaly skin on the electrodes. A review of the clinical data showed an "attach pads" message, this substantiated that the impedance was too high to obtain a valid ECG signal. However, there was no indication that an attempt to discharge energy was made at any time. The customer's report that the device was unable to discharge was not confirmed. The device was recertified and returned to the customer. Please reference medwatch report 1220908-2016-00467 for the second device in the patient event. Analysis for reports of this type has not identified an increase in trend.